Event description:
It was reported that upon interrogation of the implantable defibrillator, a longevity estimate anomaly was observed. The patient will be followed up regularly using calculated battery longevity.